Event description:
Follow up information identified it was confirmed the ipg was inoperable prior to explant.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the charging system and the issue was confirmed by the sjm representative. The patient reported she has not used her scs system for at least a year and in addition, she experienced difficulty in recharging her scs system a year ago as well. Follow up information identified the patient underwent surgical intervention to explant her scs system on (B)(6) 2015. Date of event is unknown.